Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The power controller board was replaced. Date of device manufacture year is 2005. The month of manufacture was unavailable at the time of MDR filing. Patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit shut down. There was no reported patient injury.